Event description:
Pt was positioned on table and asleep from anesthesia and anticoagulated for or procedure to begin, button pushed to lower table and table dumped pt sideways onto floor. Dates of use; 2007-2008. Diagnosis or reason for use: table is able for use with c-arm.